Event description:
This pt had a peg tube inserted on 8/20/99. The pt had leakage of gastric contents into abdominal cavity, requiring immediate operative intervention. The pt developed sepsis and respiratory difficulty and was transferred to ICU. 8/21 abdominal pain at site. Left lower quadrant pain abdomen soft around peg tube. Per surgeon, the penetration through the gastric wall was clean, not regged but there was a gap around the tube and mucosal wall, where gastric contents were allowed to exit, repaired with or.